Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on around christmas around noon with blood glucose of over 500 mg/dl. Customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 338 mg/dl. Customer's other blood glucose level was over 300 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with intravenous fluid, manual injection and emergency room. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the did not allege insulin pump was under delivering. Customer was using auto mode feature. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer was assisted to performed high pressure test and the test result did not pass. Customer was repeated to performed high pressure test and the test did not pass. Customer troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. No delivery anomalies noted.